Event description:
The patient was itchy; "increased startles" and jumpiness were also noted. The pump was interrogated and the hcp added a bedtime bolus on (B)(6) 2011. A bolus into the intrathecal space was administered on (B)(6) 2011. The pump interrogation results were normal. It was noted the event was possibly related to the drug, device, or therapy. The event severity was reported as mild. It was later reported the patient experienced increased spasticity and was irritable. The event severity was reported as mild. The pump was emptied, refilled with baclofen (lioresal) 40 mls, and reprogrammed on (B)(6) 2011. The hcp asked the patient's caretakers to record when the symptoms appeared to be reviewed at the next hcp visit. On (B)(6) 2011, the device was reprogrammed to flex dosing. It was determined there was a partially blocked catheter at the connector. On (B)(6) 2011, the patient underwent a surgical revision of the catheter connector and the catheter was spliced. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk.